Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after energy was activated, the jaw would not detach from the tissue. It was impossible to open the jaws due to the fact that they were attached to the tissue. After the surgeon pulled on the instrument, the instrument became detached from the tissue but it was impossible to open the jaws at all since they were stuck together with sticky tissue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colon resection, after energy was activated, the jaw would not detach from the tissue. It was impossible to open the jaws due to the fact that they were attached to the tissue. After the surgeon pulled on the instrument, the instrument became detached from the tissue but it was impossible to open the jaws at all since they were stuck together with sticky tissue. They opened a new instrument to complete the procedure. There was no patient injury.